Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Normal wear and tear on device. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned-on power switch to performed. The technician confirmed reported problem. The root cause of the reported problem was found to be leaking from water tank cover. The technician replaced water tank cover.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 malfunctioned with leaking. No patient adverse event reported.